Manufacturer narrative:
(B)(4). The lot number reported is what the user facility has on their shelf and they are not sure if it is the same lot# as the affected one. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. The device history record (DHR) of batch number (B)(4) that belong to catalog number 880-15kit has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this time without the device sample or picture to evaluate. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the circuit melted on the inspiratory limb close to where it would attach to the column. No patient injury reported.